Manufacturer narrative:
Cec adjudicated the event date as (B)(6) 2018. Patient received blood transfusion. Event was also treated with balloon inflation to prevent bleeding. Patient recovered. Investigator assessed event is not related to device or anti platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the lad and 3 days later during a staged procedure one resolute onyx des was implanted on the rca. Cec adjudicated q-wave mi (target vessel-rca), 3rd udmi peri-pci the same day as the staged procedure. The sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication.